Manufacturer narrative:
The received device had the cannula assembly fully deployed. The unexposed portion of the soft cannula appears to have a hole near the tip of the hard cannula. Due to the damage sustained by the pod, cause of high blood glucose levels could not be determined. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 370 mg/dl while wearing the pod between 1 and 4 hours on the infusion site (abdomen). As treatment, correction was given but bg levels did not lower and a new pod was applied.